Manufacturer narrative:
An analysis was performed on the returned device. The material separation was confirmed. Entrapment is related to case conditions and cannot be replicated in lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of vascular tissue injury is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, the device likely broke during insertion and then separated during deployment of the needles. The break would misalign the foot to the needles causing a needle to cuff miss. The break and separation would prevent the foot from closing inducing the entrapment. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: device available for evaluation corrected from ni to returning.

Event description:
Subsequent to the previously filed report, additional information was received: the first prostyle device was deployed and pre-placed as intended. Reportedly, during use of the second prostyle device, no resistance was noted lowering the lever and retracting the foot plate. However, during retraction of the prostyle device, the device could not be removed and separated between proximal and distal guide while in the anatomy causing tissue damage. The separated distal guide was removed using a snare device. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of an unspecified access site using a prostyle device using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, no resistance was noted lowering the lever and retracting the foot plate. However, during retraction of the prostyle device, the device could not be removed and separated between proximal and distal guide while in the anatomy causing tissue damage. The separated distal guide was removed using a snare device. The sheath was upsized to a 16f, and the evar procedure was completed. Surgical cutdown was used to treat the tissue damage and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.